Manufacturer narrative:
(B)(4). A review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Device evaluation summary: an opened sample of product code z310 was received for analysis. During the visual inspection of the sample, the needle was not received for evaluation and the insertion end of the suture was measured and did not meet the requirement. Per the sample condition, the assignable cause of the performance - pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. Additional information was requested and the following was obtained: you initially reported 1 needle separated during use from the suture. 2 devices were returned for evaluation. Did the issue occur 2 times during the procedure based on what was returned? => both of sutures were returned as the product involved of this issue, and no further information was provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, after the suture was set, the suture was detached from the needle when the suture was approaching a trocar. There were no adverse patient consequences. No additional information was provided.